Event description:
It was reported that the pt had an infection. The infection caused the pt to have to undergo daily treatments, and he slept for 18 hrs a day. He could not eat and lost 28 lbs in 26 days; he stated that everything tasted like metal. The pt was waiting for blood work results to come back and for a "status update." The pt never had therapeutic effect. He was waiting for the infection to go away and for the hcp to increase the pt's dosage for pain relief. The medication being delivered via the device system was not reported. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).